Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter was not charging the pump. Customer was able to charge the pump with a different wall adapter. Customer's blood glucose was 191 mg/dl. Tandem technical support sent a replacement wall adapter.